Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G9: the manufacturer report number in follow-up 1 (mwr-(B)(4) ) was reported incorrectly. The correct number is (B)(4). All information in that submission is applicable to this manufacturer report number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary. The x-rays of case 3 were reviewed and there is, compared with the other cases with a device breakage, no product malfunction is visible. Therefore the investigation is rated as unconfirmed tfna femoral nail. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information or material is made available, the investigation will be updated as applicable. Device history review. Part number: 04.037.053s, 10mm/130 deg ti cann tfna 320mm/left ¿ sterile, lot number: h088629 (sterile), manufacturing location: (B)(4), manufacturing date: 04/27/2016, expiration date: 04/01/2026, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Scn 12470 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong 130 degree, tfna, bp55, lot number: 9839781, lot quantity: (B)(4). Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: 9937520, lot quantity: (B)(4). Work order travelers met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from (B)(4) dated (B)(6) 2016 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: 9933373, lot quantity: (B)(4), work order travelers met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number:21127, timoagri16.00, bp80, lot number: 9980176, lot quantity: (B)(4) lbs. Certificate of test received from ati specialty metals dated (B)(6) 2015 was reviewed and determined to be conforming. Lot summary report dated (B)(6) 2016 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a revision surgery was required on an unknown date approximately one (1) year after device implant due to implant failure. The original procedure was for a left reversed inter/subtrochanteric femur fracture. Surgical delay and patient status are unknown. This is report 1 of 5 for (B)(4) (case 3) refer to related complaints case (B)(4).